Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection found one male connector of the gas sampling line was crushed and whitened. In addition, there are streaks on the tube surface at 35 cm and 38 cm from the whitened connector. The root cause of the issue could be due to manufacturing. The sample was forwarded for secondary investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available no product information has been provided to date. Device manufacturing date and device expiration date could not be determined.

Event description:
It was reported that during the pre-use check, the gas sampling line's connector was found discolored and deformed. No patient injury reported.